Manufacturer narrative:
Concomitant medical products: 8110, 8015, bd 60 ml syringe (filled to 50 ml); ICU medical microclave; therapy date: (B)(6) 2018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that during a heparin infusion, the leak was discovered with the last 10-15 ml of the infusion between the needleless valve and the psd tubing. The rate was under 5 ml/hr. The clinician obtained a new syringe and tubing to continue the patient¿s infusion. No patient harm was reported.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during a heparin (50 units in 50 ml sodium chloride 0.9%) intraarterial infusion, the leak was discovered with the last 10-15 ml of the infusion between the needleless valve and the psd tubing. The rate was under 5 ml/hr. The clinician obtained a new syringe and tubing to continue the patient¿s infusion. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection observed no anomalies. Functional and pressured testing was performed. No issues were observed. The root cause of the reported failure was not identified.

Event description:
The customer reported that during a heparin (50 units in 50 ml sodium chloride 0.9%) intraarterial infusion, the leak was discovered with the last 10-15 ml of the infusion between the needleless valve and the psd tubing. The rate was under 1 ml/hr. The clinician obtained a new syringe and tubing to continue the patient¿s infusion. No patient harm was reported.